Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that a filter limb was detached and was located within the ivc. The filter was successfully retrieved without incident. The detached limb remains implanted. No report of injury to the pt.